Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine follow-up, post-paced t-wave oversensing was observed resulting in inappropriate therapy. Patient received multiple inappropriate shocks but was otherwise reported to be asymptomatic. Recommended programming changes were made. Patient is stable.